Manufacturer narrative:
Reference number (B)(6). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastro-jejunal (peg-j) tubes. It was reported the stoma was red and a culture was taken with positive results. Patient was prescribed oral antibiotics for one week with improvement of redness.